Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. The following section could not be completed as no product identification was provided: there are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty procedure utilizing a quick release drill bit on (B)(6) 2011. During the procedure, the drill bit fractured in the patient's bone and could not be retrieved by the surgeon. Radiographs were taken during the procedure to confirm the location of the fractured piece. The fragment was retained by the patient, but did not impair motion of the joint. No further information has been provided to date.